Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
Upon receipt of the device, the field service representative reported that the cable assembly had a broken pin. Since the event occurred out of box, there was no pt involvement during this event.